Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction and the md inserted the super arrow-flex (saf) sheath into the pt's left femoral artery. As the md was inserting the iab through the saf sheath, the iab became stuck in the saf sheath. The md removed the iab and the saf sheath as one unit while keeping the spring wire guide (swg) intact. Another iab kit was opened and this iab was prepped and inserted through the teflon sheath successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The time-frame for the delay in iab therapy is unk. There were no pt complications and the pt's outcome is good.